Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. The controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. (B)(4) - UDI number - (B)(4), MFR date-11-24-2014, return date-02-21-2017. (B)(4) - UDI number - (B)(4), MFR date-11-24-2014, return date-02-21-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4)/ cat#1650de / exp. Date:11/30/2015. UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 11/30/2014. Labeled for single use: no. Battery/(B)(4)/ cat#1650de / exp. Date:11/30/2015. UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 11/30/2014. Labeled for single use: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was complaining about battery switching. The log files were sent and 3 batteries have to be exchanged according to the instructions for use. There was no impact to the patient.